Event description:
A pt had been implanted with a stainless steel tubular plate, screw and was possibly having an allergic reaction to the implant. Procedure: metatarsal osteotomy. Hardware was removed on an unk date, pt reportedly felt foot pain improve after removal. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Patient age reported as approximately (B)(6).